Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The pump was returned for investigation. Biomaterial was present on the pump around the impeller blade and purge gap. Clinical details noted that soon after implantation high purge pressure occurred and was resolved with tpa adding to purge. The root cause of the high purge pressure is most likely due to biomaterial as issue was resolved with tpa.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported that during impella 5.5 support for a 71-year-old male, the physician requested lysis therapy to the patient due to purge pressure greater than 1100 mmhg and flow values of 1 milliliter per hour. There was no reported patient harm.